Event description:
Pt had a charite artificial disc size 4 placed at the l5/s1 level. The charite was reported to be sitting off lateral to midline. This was causing the spine to form an acute scoliosis at the instrumented level and extending into the levels above. The surgeon removed the charite disc without observable complications and implanted an alif cage with supplemental fixation. Device was discarded.

Manufacturer narrative:
The surgeon believes that the device may have been placed off midline. Surgeon was unsure if the device migrated post-op. The device is not available for eval and the lot numbers not known at this time. No definitive conclusions can be made at this time. Based on the info provided it appears that the issue was related to the initial placement on the device being off midline.